Event description:
It was reported that during a generator changeout procedure, the patient's implantable cardioverter defibrillator (ICD) exhibited a header issue, which resulted in an inability to connect to the patient's leads. The procedure was completed using an alternate device on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported events of failure to connect and header anomaly were not confirmed by analysis. Final analysis found the device to be within normal range of operation. No anomalies were detected. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.